Event description:
It was reported the insulin pump had a cracks on the top right hand corner of the display screen on the insulin pump case. Customer blood glucose was unknown. Customer stated the device was not dropped and bumped and was worried. No further information reported.

Manufacturer narrative:
The insulin pump was received with cracked case at display window corners and battery tube threads. The device was received with minor scratched lcd window. The device was received with missing end cap sticker. The device was received with bleeding lcd glass.